Event description:
It was reported that a device was used during a laparoscopic sigmoid colon resection. The device fired without incidence. Leak test was performed and was positive. Surgeon hand sewed the anastamosis laparoscopically to complete the case. Operating room time was extended by 1 hour.